Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was pulled out when the physician removed the device together with the puncture sheath, resulting in closure failure. The physician completed the procedure with manual compression. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle, and the exoseal vascular closure device (vcd) and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after button depression. The indicator wire was not visible when the device was removed. The procedure used a retrograde approach. The physician had achieved exoseal vascular closure device (vcd) certification. The patient¿s body mass index (bmi) was not greater than 40. There were no visible signs of device or package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). A 5f non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability with insertion angle, and the vessel diameter was at least 5 mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The event occurred following a cerebral angiography procedure and subsequent femoral artery angiography that showed no tortuosity or calcified lesions. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was pulled out when the physician removed the device together with the puncture sheath, resulting in closure failure. The physician completed the procedure with manual compression. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle, and the exoseal vascular closure device (vcd) and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after button depression. The indicator wire was not visible when the device was removed. The procedure used a retrograde approach. The physician had achieved exoseal vascular closure device (vcd) certification. The patient¿s body mass index (bmi) was not greater than 40. There were no visible signs of device or package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). A 5f non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability with insertion angle, and the vessel diameter was at least 5 mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The event occurred following a cerebral angiography procedure and subsequent femoral artery angiography that showed no tortuosity or calcified lesions. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white position. During this visual analysis, no additional anomalies were reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, after which the deployment lever was fully depressed, achieving indicator wire retraction and the expected plug deployment. Additionally, the indicator window black/white/red position was obtained as expected. A high-magnification microscopic evaluation was conducted to assess the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿¿plug inaccurate placement¿ was not observed through analysis of the returned device as the device was received in an undeployed state. During the functional analysis the device received was fully deployed, with full window transition, plug deployment, and no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inaccurate placement event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.